Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic choledocholithotomy, the handset and the electrode were used, and those were repeatedly in and out of 5mm trocar. However, suction was suddenly disabled. The shaft was checked and it was found damaged about 2cm of the shaft next to l hook electrode. New device was used, but then the electrode had dent upon retracting, and liver was damaged. Nothing fell into patient's cavity. Oozing bleeding less than 200cc, no transfusion was necessary. No further information available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic choledocholithotomy, the handset and the electrode were used, and those were repeatedly in and out of 5mm trocar. However, suction was suddenly disabled. The shaft was checked and it was found damaged about 2cm of the shaft next to l hook electrode. New device opti4 spatula was used, but then the electrode had dent upon retracting, and liver was punctured. Treatment done to liver injury by cauterized and electrocautery. Nothing fell into patient's cavity. Oozing bleeding less than 200cc, no transfusion was necessary. No further information available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.